Event description:
The manufacturer was informed on this event through the patient tracking department. Based on the information reported on the patient implant form, a mitroflow valve model lxa25 was implanted on (B)(6) 2012 and it was explanted on (B)(6) 2021. The manufacturer did not receive any allegation of a device malfunction nor of a serious injury for the patient from the hospital regarding this event. Per additional information received, the preoperative diagnosis indicated severe prosthetic aortic insufficiency and aortic stenosis of the mitroflow valve. The patient underwent a redo sternotomy, redo aortic valve replacement with a 23 inspiris pericardial valve. The procedure was performed uneventfully. Over the last year, the patient had multiple rehospitalizations for heart failure and was noted to have a deteriorated prosthetic valve with severe aortic insufficiency and aortic stenosis. The patient was evaluated for a tavr and because of the low takeoff the coronary arteries, the patient was not deemed a candidate for the tavr procedure. Other history is notable for chronically occluded right hemidiaphragm and copd.